Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Sthe aware date should be 19-sep-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was due to a defective received transmission module. However, the definitive root cause of the defective received transmission module could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus medical systems india. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the evaluation at (B)(4) on (B)(6) 2021, it was found that the image of the subject device was not displayed and the circuit board of the subject device was broken. Other detailed information was not provided. There was no reported of patient injury associated with the event. This device is an olympus asset.